Manufacturer narrative:
Investigation summary: four (4) samples were received at bd in (B)(6) on (B)(6)2019. The samples were all part of one (1) row of a blister pack and were still connected to each other. There is a black piece of tape on the inside of all four (4) blister packs and black tape in two (2) locations on the top web. Failure mode is verified. The blister packs were likely kicked off by the camera on the packaging line at which point the blister packs were hand packed by the operator. The operator then was not paying proper attention and accidentally packed the non-conforming units into the case. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that before use of the bd¿ luer-lok¿ syringes, 60ml the outer carton had duplicate black bands. Foreign complaint the following information was provided by the initial reporter, translated from to portuguese to english: external packages duplicates with black stripes.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ luer-lok¿ syringes, 60ml the outer carton had duplicate black bands. Foreign complaint the following information was provided by the initial reporter, translated from to portuguese to english: external packages duplicates with black stripes.